Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and a pre-existing thin flail of the posterior leaflet in p2/p1. One clip was implanted, reducing mr to a grade of 2. On (B)(6) 2022, the patient returned to the hospital for pe control and imaging showed \the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4 accompanied with the patient feeling decompensated. On (B)(6) 2024 an additional mitraclip procedure was performed. Two clips were implanted, reducing mr to a grade of 2-3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology due to pre-existing thin flail. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and an additional mitraclip procedure was performed. There is no indication of a product issue with respect to manufacture, design or labeling.